Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer number five on the main was not detected on bus. The field service engineer noted that pcm board had no led lights indicating no power, possible failure. The issue was resolved by replaced the controller board and services were restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had not been detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.